Manufacturer narrative:
H11. D10. Concomitants - product information: 5362300 - 142-32-03 - cocr fem head 32mm +3.5 offset 12/14; 5342744 - 180-65-20 - alteon 6.5mm screw, 20mm; 5624848 - 186-01-50 - integrip cc, cluster 50mm, g1; 5332585 - 190-31-05 - alt ha s clr ext sz 5 pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the right hip and then approximately 2 years, 11 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report#: 1038671-2021-00487.